Event description:
Per the clinic, the patient experienced poor healing and scabbing at the implant incision site, leading to an extrusion of the receiver/stimulator. The patient was treated with topical antibiotics prophylactically (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.